Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. It was reported that the patient presented in hospital with bilateral pulmonary embolisms where they received treatment. On (B)(6) 2018, the patient presented with uncontrolled pain. It was noted that the patient had metastatic colon cancer. On (B)(6) 2018, the patient was discharged and transferred to hospice care. The patient expired on (B)(6) 2018. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.